Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician removed the 3.50 x 28mm taxus express2 stent observed that "the balloon looks like it was partially deployed. The distal and proximal ends are flared." There was no pt contact. The physician used another of the same size taxus stent to successfully complete the procedure.